Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right atrial (ra) lead was observed as stretched with fluoroscopy imaging which resulted in increased threshold capture noted on the same lead. No intervention was performed to resolve the event and the patient was in stable condition.